Event description:
It was reported that patient was admitted to hospital due to status epilepticus. Patient underwent a CT with results returning normal. No additional relevant information has been received to date.